Event description:
It was reported that the pump moved from the abdomen to the patient's side. It was also reported that there was a bruise over the pump pocket area that had developed into a blister. The report indicated that the hcp (health care professional) drained pink/clear fluid from the blister. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.